Event description:
Baxter reported a crack in the light blue mainbody near to the minicap. The set was in use for 10 days of use. There was no pt injury or medical intervention associated with this incident according to the affiliate.